Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 23mm enterprise 2 stent (encr402312 / 9633180) was impeded in the distal end of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / (B)(6)) and could not pass through the microcatheter. The physician removed the stent and the microcatheter together from the patient. The physician replaced the stent with another 4mm x 23mm enterprise 2 stent (encr402312) and replaced the microcatheter to complete the procedure. It was reported that after the procedure, the physician increased force to remove the delivery wire. The stent component became detached from the delivery wire in the microcatheter. There was no report of any negative patient impact. On 11-jun-2026, additional information was received. The information indicated that the procedure was a stent-assisted endovascular embolization of an aneurysm on the left middle cerebral artery (mca). Continuous flush was maintained through the microcatheter. There was no damage noted on the stent / stent delivery system. The event description states: ¿after the procedure, the doctor increased force to remove the delivery wire. The stent was detached from its delivery wire in the microcatheter.¿ clarification / confirmation of whether this occurred after the procedure or after the device was removed from the patient could not be obtained. There was no damage noted on the microcatheter. The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact and no delay to the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9633180. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.